Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, in a laparotomy inguinal hernia repair by anterior approach liechtenstein method, after mesh placement in the groin, the antihypertensive drugs appeared to have worked less, and the anesthesiologist noticed redness all over the patient¿s body, and the patient then went into shock. The patient was administered drugs to resolve the symptoms of shock to prevent permanent functional impairment. The mesh was left in place and the incision was closed. The patient was observed in the intensive care unit (ICU) and then transferred to a general ward. It was stated that an allergy caused by the mesh material was a possible cause.